Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in tubing/chamber. Patient alleged having dry mouth, coughing, diagnosed with pre-cancer in stomach and cancer on bladder. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previousluy received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged black particles in tubing/chamber. Patient alleged having dry mouth, coughing, diagnosed with pre-cancer in stomach and cancer on bladder. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation confirmed that the presence of contamination in the airpath. The unknown dust/dirt contamination and fibers found on the blower casing/impeller, blower box, and within bottom enclosure was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found within motor casing, bottom enclosure, and blower box housing. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of degraded sound abatement foam. Section d8, d9 and h6 has been updated in this report.